Event description:
The patient was stable without apparent untoward event. Of not the patient had a computed tomography (CT) of the head because the patient did not seem to be able to manage his device after having lived at home independently for 2 years. The patient was found to have stage 4 small cell lung cancer with brain metastases. The patient was discharged from the hospital from this event on (B)(6) 2021. The pump was reconnected prior to the arrival at the center and no further treatment needed for the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed that the external batteries and the system controller's backup battery were fully depleted, causing the pump to stop. A specific cause for why the batteries were allowed to deplete could not be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of hemoglobin in the patient's urine could not conclusively be established through this evaluation. The submitted system controller event log files contained data from (B)(6) 2021 through (B)(6) 2021 before the system controller timestamp was reset to the default of (B)(6) 2000. Starting on (B)(6) 2021 at 01:48:17, low power advisory alarms were active when the 14 volt (v) li-ion batteries were partially depleted. The low power advisories alarms were active until 03:56:16, when the low power advisory alarms progressed into low power hazard alarms. The 14v li-ion batteries continued to deplete until they were fully depleted, resulting in a no external power alarm at 04:21:11. The system controller's backup battery continued to power the pump until the backup battery also fully depleted causing the pump to stop. The pump remained stopped until the end of the file. The pump appeared to function as intended at the set speed before all power was depleted. It was reported that ems changed the patient¿s controller. The system controller event log file from the patient's backup controller contained data starting at the default timestamp. It was noted that the clock was not set until (B)(6) 2021. The pump appeared to operate as intended at the set speed for the duration of the file. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) following the event. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Both the IFU and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. Additionally, these documents explain that heartmate 3 patients must be attached to the power module or mobile power unit (mpu) during sleep or any time when sleep is likely. It is also noted that depleting the batteries and the backup battery will cause the pump to stop. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also provides an explanation of all pump parameters. Section 2 ¿system operations¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit (mpu), or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 6 also includes a section on ¿preparing for sleep¿, which details the steps patients should take when going to sleep. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Section 4 ¿living with the heartmate 3¿ (under ¿sleeping¿) provides instructions for preparing to sleep and instructs the patient to always connect to the mpu when sleeping (or when sleep is likely). ¿if you fall asleep on battery power, you might not hear low power alarms. The batteries could run out of power, and the pump could stop before you hear the alarms.¿ section 5 ¿alarms and troubleshooting¿ provides information regarding system controller alarms and the proper actions associated with them. This section also includes detailed instructions on connecting and disconnecting to power under ¿guideline for power cable connectors.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an alarm and had frustrations with the alarm. The pump was found to be off and from reviewing the alarms it appeared that it was off for about 3 hours until the controller was changed by ems (emergency medical services). The log file controller (B)(4) captured low power advisories on (B)(6) 2021. The alarm was not addressed and it continued until it turned into a low power hazard and then an emergency backup battery (ebb) in use condition occurred. The ebb was allowed to drain so the pump stopped on (B)(6) 2021, and the controller clock reset to the default time stamp of 01jan2000. The log file from controller (B)(4) showed that the ebb was allowed to drain so the controller was set to the default time stamp when the pump was connected. The pump was connected while on battery power and began operating at the set speed. The pump operated at the set speed for the remainder of the log file. The last few lines of the file shows the controller clock was set to a current date and time. The length of time the pump was off cannot be determined due to the controller¿s clocks defaulted to 01jan2021. Related manufacturer report number of primary controller: 2916596-2021-03141. Related manufacturer report number of backup controller: 2916596-2021-03142.